Manufacturer narrative:
There was no report of device malfunction during the procedure an the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result this event was identified as being reportable on aug 12, 2025 and is being reported retroactively out of an abundance of caution.

Event description:
A patient was treated with the sonata system on (B)(6) 2024 with tfa for a transmural fibroid of unknown diameter along with a smaller myopia. On (B)(6) 2024 it was initially reported to gynesonics that on the night of (B)(6) 2024, patient was in the (B)(6) emergency room of our hospital and for a gynecological consultation because of severe abdominal pain that began in the right upper abdomen and then moved to the right lower abdomen as well as dysuria. The patient did not want to be admitted. On the morning of (B)(6) 2024, she was self-admitted to our department by the emergency services when pain symptoms recurred. The patient had an elevated wbc and was treated with IV antibiotics (piperacillin and tazobactam); imaging was negative for infectious collections. The patient was managed with hysteroscopy with removal of a large piece of intracavitary myoma on (B)(6) 2024. Histology from (B)(6) 2024 was negative for malignancy.